Event description:
A report was received that the patient will undergo a pocket revision due to discomfort while charging caused by non-device related weight loss. The patient's ipg site is red and sore, as the patient has to lay on top of the charger in order to charge his ipg.